Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: 15:42: 100 mg/dl, 15:44: 64 mg/dl, 15:45: 70 mg/dl, 15:46: 192 mg/dl, 15:46: 97 mg/dl, 15:48: 81 mg/dl, 15:48: 80 mg/dl, 15:56: 141 mg/dl, 16:04: 92 g/dl, 16:05: 95 mg/dl, 16:06: 79 mg/dl. Customer obtained a result of 272 mg/dl, at 15:26 (prior to these results) and took an unspecified amount of an unspecified insulin. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.